Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received a motion sensor test failure alarm during the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. We were unable to verify alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.